Event description:
The bausch and lomb rep reported during surgery the stable chamber tubing became clogged. Due to aspiration surge the capsule came forward requiring a vitrectomy to be performed on the pt. The pt has recovered and is doing well.

Manufacturer narrative:
The lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. The pack was discarded. No product will be returned for eval.